Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no issues noted when removing the sheath / packaging stylet. The balloon inflated without issue to 14 atm incident occurred on the first inflation the physician used the inflation device to raise the atmospheres up and down until balloon popped. It was noted that when they first went to inflate the balloon the pressure went up on the inflation device but they could visually not see the balloon going up on fluoro. Initially they thought there was no contrast in the balloon and no issue. When they lowered the inflation device they tried to re-prep the balloon with contrast. They went up with the balloon saw contrast and could not get the balloon down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the balloon folds were expanded. Blood was visible in the balloon and inflation lumen. Slight deformation was evident to the distal tip. The proximal balloon bond appears to have inflated and then burst. The material at the burst site was uneven. It was not possible to inflate the balloon in order to perform deflation testing, due to the condition of the returned device. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a euphora rx ptca balloon catheter was used to pre-dilate a mildly tortuous and calcified lesion exhibiting 90% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the device would not deflate at the lesion site and was therefore pulled into the aorta and popped. The patient was reported to be alive with no injury.